Event description:
Device appears to be far field oversensing on the atrial lead on stored electrogram (egm). Does not appear to be true atrial tachycardia/atrial fibrillation (at/af) event. Historically low p wave amplitude with unipolar lead warnings. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).